Event description:
The physician used a bmw 180 guide wire to access to the ostial proximal right coronary artery. The lesion was moderately calcified. The physician did not predilate the lesion. The physician inflated the cypher us rx 3.50 x 13mm stent to 18 atm. During inflation the stent came off the balloon and the physician was unable to retrieve it. The stent traveled into the aorta to possibly end in the leg. The stent delivery system will be returned for analysis.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.